Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and ketones were present. The customer thought the pump was a possible cause and had reverted to using insulin pens for insulin therapy. A new cartridge and infusion set was loaded and the pump was found to be functioning properly with the new supplies and the customer acknowledged the results. Reportedly, the customer resumed pump therapy.